Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the nurse and doctor stated it stopped coagulating. The device was tested and tested ok, but would not coagulate. The tips would not fully come together, and when they tried to coagulate a vessel, it would bleed once the shears were removed. Used multiple clips and endoloops to stop the bleeding. Surgery was prolonged fifteen minutes. There were no adverse consequences to the pt.